Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. The patient was having difficulty controlling their left arm and leg. There were no relevant external factors. An impedance check was performed, and all was good aside from one contact that was not in use. The voltage was decreased and the problem was resolved. No further complications were reported.